Event description:
It was reported that the patient's hearing performance gradually decreased. Earlier the patient immediately responded when he was called by his name. Now he stopped responding to any sound and gestures that he is not hearing. No accident was reported. Testing shows 10 electrode channels in hi impedance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. (B)(4).